Event description:
The product analysis laboratory (pal) determined the homechoice (hc) machine system failed rite (returned instrument test/evaluation) testing for ground bond failure, measurement was 0.103 ohm (specifications are low limit: 0.001 ohm, high limit: 0.100 ohm). Rite test failure, no patient involved.

Manufacturer narrative:
(B)(4). Ground bond verification, measurement: 0.103 ohm (specifications are low limit: 0.001 ohm, high limit: 0.100 ohm). Measured main ground bus resistance from door post to power entry module rear ground prong; total ground bus resistance was 0.005 ohm. Tested main ground bus for intermittent operation. No changes were observed in the total ground bus resistance with agitation of the main ground bus components. The assignable cause was undetermined. The device was sent for servicing.